Event description:
It was reported that the customer was hospitalized due to the pump settings. Reportedly, inappropriate settings were input into the pump by the customer¿s healthcare provider (hcp). Customer declined troubleshooting with tandem technical support, and declined to provide any additional information regarding the hospitalization. Reportedly, the customer has changed hcps, and worked with the new hcp to adjust pump settings. There was no blood glucose information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to the pump settings. Customer declined troubleshooting with tandem technical support, and declined to provide any additional information. Reportedly, the customer has changed health care professionals (hcp), and worked with the new hcp to adjust pump settings. There was no blood glucose information provided.